Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse attempted to set the hybrid arm z-axis home and received the error message due to defective z-axis home sensor. Fse resolved the complaint by replacing the z-axis home sensor. Fse repaired and validated the analyzer by verifying all hybrid arm nozzle alignments, performing an all-set-home, and successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: (4253) hybrid arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty pia board.